Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was evaluated on site by a qualified technician and the wheel was confirmed to be rusty. To resolve the issue, the qualified technician replaced the wheel. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex machine, the wheel was found rusty. It was reported this prevented the machine to move when pushed. To resolve the issue, the qualified technician replaced the wheel. There was no patient involvement. No additional information is available.